Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, right atrial (ra) lead was oversensing the right ventricular (rv) signals. Upon chest x-ray, ra lead dislodgement was confirmed. It was noted that abnormal pacing lead impedance trend was observed since (B)(6) 2020. The ra lead was explanted and replaced. The patient was stable.